Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The two additional devices referenced in b5 is captured under separate reports.

Event description:
According to the available information before insertion, the nurse tests the balloon of the catheter. The balloon inflates but does not deflate. The nurse tries several catheters from the same lot; they all have the same problem. No clinical consequences.